Manufacturer narrative:
The following pedicle screws were used in the surgery: (product ID: 54840007550, lot: h5148166, UDI# (B)(4), qty: 2). (Product ID: 54840006550, lot: h5348733, UDI# (B)(4), qty: 2). (Product ID: 54840006545, lot: h5301062, UDI# (B)(4), qty: 2). From the above 6 screws, it is unknown which of the screws loosened. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion with transforaminal interbody fusion from l3 to s1. On (B)(6) 2019, post-op, CT impression revealed possible loosening of the left pedicle screw. No patient complications were reported.